Manufacturer narrative:
(B)(4). The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had pain at the pocket site. It was noted that the original plan was just to relocate the ipg but the physician decided to swap the ipg due to difficulty of charging. The patient underwent an ipg replacement procedure per physician's preference. No device malfunction was suspected. The patient was reportedly doing well postoperatively.